Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was loose in the pocket after the patient lost weight. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was repositioned and the pocket was tightened.

Event description:
Follow up information identified the patient is doing well and no further intervention is planned. Issue has been resolved.